Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that test strips were missing from their onetouch verio iq kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred at an unspecified time on (B)(6) 2016. The patient does not take any form of medication in order to manage their diabetes and denied making any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient denied experiencing any form of symptoms as a result of the alleged product issue, but stated that they visited their doctor¿s office at 10:30am on (B)(6) 2016. During this doctor¿s office visit, the patient had their blood glucose measured at ¿240mg/dl¿ on the doctor¿s unspecified meter. The doctor gave the patient ¿4mg of oral medication¿ as a result of this. No further treatment was required. At the time of troubleshooting, the cca educated the customer on the correct contents of their package and was able to confirm that there were missing test strips. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.